Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a permanent pacemaker was implanted four days after the valve implant.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012156786); product type: 0195-heart valves product ID l-evolutfx-2329 (lot: 0012164307); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had severe calcification of the native valve cusps, which led to very severe aortic stenosis. Coronary protection was therefore performed, and the valve was implanted. From the time of valve deployment, the patient developed a complete atrioventricular block with a heart rate (hr) of 50-60 bpm. A full recapture was performed once to adjust the implantation depth, but there was no change. The final implantation depth was 3mm on the non-coronary cusp (ncc) and 8mm on the left coronary cusp (lcc), with full release maintaining the same depth. The patient was monitored with a temporary pacemaker set at hr 60 as a backup. Post-dilation was performed due to paravalvular leak (pvl), and the final angiography revealed over 75% stenosis at the left coronary artery orifice. Percutaneous coronary intervention (pci) was performed after transcatheter aortic valve implantation (tavi), with an onyx 3.5x12mm stent placed, followed by post-dilatation with a 4.0x20mm percutaneous old balloon angioplasty (poba). Intravascular ultrasound (ivus) confirmed no recoil, and the final angiography showed blood flow equivalent to pre-tavi levels. No additional adverse patient effects were reported.